Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09801, 2938836-2020-09802. It was reported that noise oversensing issue was observed. The noise was short, high frequency and was noted on both atrial and ventricular leads. It was suspected that the noise was due to electromagnetic interference (emi). The patient is not pacemaker dependent. The patient was stable and being monitored.